Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flow rate adjustment button on the flushing pump did not work sometimes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h3, h4 and h6. A definitive root cause could not be identified. The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Based on the results of the investigation, no device problem was found. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate adjustment button on the flushing pump did not work sometimes. There were no reports of patient harm.